Manufacturer narrative:
The pump was returned to animas and investigated on 01-feb-2018 with the following findings: a call service 69 alarm was reproduced during the investigation. The failure is defined as a language file corruption while retrieving the language text. The failure was written as a call service 87 failure in the pump's black box. The error is resident to a flash chip in the pump. Unrelated to the initial allegation, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had been hospitalized on the same day while on the pump. The reporter was unable to provide a specific blood glucose level but stated that the patient had ketones present. The reporter stated that the patient had a call service 087 alarm. The reporter was unable to provide any additional details about the hospitalization. This complaint is being reported based on the allegation that the patient experienced a serious injury while on the pump.

Manufacturer narrative:
Follow up #1 date submitted: (B)(4) 2018. The product malfunction reported in this medical device report (MDR) and described as a call service alarm issue was previously reported on medwatch report #2531779-2018-00220 on (B)(4) 2017 (animas (B)(4)). At the time of that initial report, animas medical surveillance was unaware of the reported serious injury to the patient associated with the alleged call service alarm issue. This MDR is submitted to report the reported adverse event associated with the previously-reported call service alarm issue.